Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) identified a power-on reset had occurred but could not determine the cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the physician decided to hold off and not replace the pump at this time. If this occurs again the physician would plan to do so. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-jan-03. It was reported that the pump was explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-jan-2020 via pump logs dated (B)(6) 2019 which showed that on (B)(6) 2019 at 5:17 am a pump reset occurred. Then on (B)(6) 2019 at 11:41 pm a pump motor stall occurred with a motor stall recovery on (B)(6) 2019 at 12:34 am. The pump stalled again on (B)(6) 2019 at 12:06 pm with a motor stall recovery at 12:21 pm. The pump then stalled on (B)(6) 2019 at 11:53 am with a recovery at 12:42 pm. The pump stalled and recovered twice on (B)(6) 2019 (stalled 5:36 pm/recovered 5:42 pm and stalled 7:26 pm/recovered 8:09 pm). It stalled for a final time on (B)(6) 2019 at 7:40 pm and recovered at 7:58 pm. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mg/ml at 549mcg/day via an implantable pump. The indication for use was intractable spasticity. On 07-nov-2019 it was reported that the patient presented to the hospital emergency department with increased spasticity and having withdrawal type symptoms. The pump was not alarming. Upon reading the logs, the pump had gone into safe mode and had reduced the dose to minimum rate. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue as the physician reprogrammed the pump and successfully started therapy back for the patient. Per another reporter the physician couldn't read the logs as he couldn't get to that tab on the 8840 clinician programmer. He was able to reenter all the dosing info and update successfully, however the eri (elective replacement indicator) reset to 81 months. Logs have not been read. This reporter would call the healthcare provider back and have them read the logs. The logs were read and it only showed a reset-no low battery or other abnormal logs however the logs don¿t go back farther than that which was likely related to the fact that the eri reset as well. The patient was admitted and would be monitored tonight, and they would check the pump again tomorrow. It was stated that the patient¿s mother said she didn't hear the alarm. Per the reporter although the logs showed that no motor stalls or other events had occurred previous to this event the physician was going to replace the pump within the next few weeks. Surgical intervention did not occur but was planned. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipate.